Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros glu result was obtained for a single patient sample. The sample involved was not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. An ocd field engineer performed "as needed" maintenance and adjustments to the sample metering and incubator subsystems. Performance testing following service verified that the equipment was returned to expected operation. The investigation determined that the assignable cause of the event is an equipment related issue. However, improper pre-analytical sample processing cannot be ruled out as a contributing factor. There is no evidence that the vitros glu reagent slides were not operating as expected.

Event description:
The customer obtained a non-reproducible, higher than expected vitros glu result (patient 1 = 319.0 mg/dl) from a single patient sample processed on the vitros 350 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer repeated the affected patient sample (repeat of patient 1 = 79.1 mg/dl). The affected, higher than expected patient result was not reported to the clinician. There was no report of patient harm as a result of this event. (B)(4).